Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead resulting in the patient experiencing dizziness. Although not visually observed, the physician suspected the noise was due to lead damage. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition.

Event description:
Further information was received indicating the rv lead was connected to a new pacemaker in the left ventricular (lv) port and a new rv lead was connected to the rv port. The patient was stable.

Manufacturer narrative:
Noise resulting in oversensing and pacing inhibition was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.